Manufacturer narrative:
Concomitant product(s): ddbb1d1 ICD, implanted: (B)(6) 2015. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead alert was triggered due to noise and varying impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was subsequently reported that the right ventricular (rv) lead was explanted and replaced due to oversensing, noise and a confirmed lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which noted that the suspected noise was now thought to be related to a true ventricular event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.